Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with less than two seconds of asystole and was observed to have dislodged. The patient underwent a lead revision where this lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.